Manufacturer narrative:
Medtronic received the following information obtained from the journal article entitled; successful endovascular aneurysm repair for brucella mycotic aneurysm acquired from ingestion of sheep placenta hai-lei li, yiu che chan, dong-zhe cui, ning li, and stephen w. Cheng, shenzhen, guangdong, china and hong kong https://doi.org/10.1016/j.avsg.2018.09.032. Concomitant medical products: other relevant device(s) are: product ID; enlw1613c80ee, sn; unknown, ubd; unknown, upn# unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in the patient for treatment of a brucella mycotic abdominal aortic aneurysm of >38mm on an unknown date. It was reported that the endurant device successfully excluded the aneurysm and the patient improved without fever or abdominal pain. One week later, the patient developed coldness in the right leg and ultrasound showed right iliac limb thrombosis. Emergency femoral embolectomy was performed and the patient was asymptomatic after the intervention. The patient was well at the one month and 4 months follow up CT scan with thrombosis of the aneurysmal sac and a significant decrease of size of the aneurysm.